Event description:
It was reported that during a sigmoidectomy, the device jammed with the 5th firing. No pt consequence reported.

Manufacturer narrative:
Eval summary: the instrument was returned in good visual condition. The instrument was cycled and ejected 5 clips and formed a scissored clip. However, no jamming issues were noted. No conclusion could be reached as to what may have caused the feeding issues. No incident related to the reported event was observed during the batch record review. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted.